Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was "picking at" their implantable pulse generator (ipg) pocket incision scar resulting in wound dehiscence. The ipg pocket was revised and an antibacterial envelope was added. No further patient complications have been reported as a result of this event.